Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to pocket erosion and infection. No additional adverse patient effects were reported. The ra lead remains in service.